Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument had a frayed wiring at the tips. There was no report of patient involvement. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not see any thermal damage. There was no arching seen during the procedure. The patient did not experience any injury or adverse event during the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were not exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was confirmed by failure analysis.